Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a hakim programmable valve (unknown product ID) had the cam portion broken and drifted toward the distal catheter. They figured out that the patient had scans that go back to 2017 or 2018 and the valve was broken then too, but the patient had no symptoms. They report the valve is "really old"; however, implantation date was not provided.

Manufacturer narrative:
Additional information received from the facility: nature of the event: pressure control cam was displaced and migrated distally. For what type of procedure was product or device used? Ventriculoperitoneal shunt for hydrocephalus. Did malfunction result in patient or user injury? No. Patient has not had any symptoms of shunt overdrainage or intracranial hypertension. Product has not been removed yet. Patient is aware of faulty equipment. Plan is to follow up with surgeon.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: for what type of procedure was product or device used? Ventriculoperitoneal shunt for hydrocephalus did product malfunction? Pressure control cam was displaced and migrated distally. Did malfunction result in patient or user injury? No. Patient has not had any symptoms of shunt overdrainage or intracranial hypertension. Product has not been removed yet. Patient is aware of faulty equipment. Did it result in death? No.